Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted:(B)(6) 2012, explanted:(B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6) , ubd: 05-oct-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving clonidine (76 mcg at 24.95682 mcg/day), bupivacaine (15 mg at 4.99136 mg/day), and dilaudid (hydromorphone) (750 mcg at 249.56823 mcg/day) via an implantable pump for unknown indications for use. It was reported that the healthcare provider attempted to aspirate the catheter during pump replacement surgery. The catheter was unable to be aspirated. The connector was replaced, but it was still unable to be aspirated. A catheter occlusion was noted. No further diagnostics or action taken or planned, as the patient has effective relief with therapy